Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened down button dome switch. The insulin pump passed displacement test, operating currents, selftest and off no power test. No blank display noted. The insulin pump was received with scratched lcd window, cracked case display window corner, broken battery tube threads, broken reservoir tube lip, cracked belt clip slot, scratched reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 379 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.